Event description:
Pt had pain & difficulty in walking. Surgery showed wear posteriorly on plastic on the lateral side. Also worn on medical side anteriorly. Evidence of foreign body-reaction around tibial base plate.